Manufacturer narrative:
The patient sample was not available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The initial reporter stated they received discrepant high results for three patient samples tested with the elecsys hbsag confirmatory test on a cobas 8000 e 801 module. Refer to the attachment for all patient data. The samples were initially tested with the elecsys hbsag immunoassay and were repeatedly reactive. The samples were then tested using the elecsys hbsag confirmatory test and the results of this test confirmed the samples to be positive for hbsag. All results were reported outside of the laboratory. The samples were sent to another site for testing on an ortho vitros analyzer and all samples recovered negative values for hbsag. The serial number of the e 801 analyzer is (B)(4).